Manufacturer narrative:
G4:25jan2021. B4:26jan2021.the device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer the recommended repair for alarm led failed diagnostic error is to replace the power switch overlay. The customer requested the service order be closed. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. (B)(6) submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
It was reported to philips that the device had an alarm led failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer the recommended repair for alarm led failed diagnostic code 1105 is to replace the power switch overlay.